Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). A follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege pain, metallosis and excessive metal ion levels. Update rec¿d 10/06/2014 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 10/30/2014. Update rec¿d 12/05/2016. Supplemental information received. There is no new additional information that would affect the existing MDR decision or the investigation. This complaint was updated on: 12/20/2016. Update (3/22/2017) - medical records received. Dor updated. Sleeve and stem added to complaint for alleged elevated ion levels. The complaint was updated on: 4/10/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.